Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
Boston scientific received information that this pacemaker device was checked a year ago and it showed seven years remaining. However, upon recent checked of the device it showed one year left. Analysis was provided and the data indicated that the power increased steadily over the past year and continues to do so. This was consistent with the degradation of an internal hardware component due to excess hydrogen. Moreover, the data indicated with a high likelihood that there was sufficient reserved for the device to maintain normal therapy functions for 28 days time. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device was checked a year ago and it showed seven years remaining. However, upon recent checked of the device it showed one year left. Analysis was provided and the data indicated that the power increased steadily over the past year and continues to do so. This was consistent with the degradation of an internal hardware component due to excess hydrogen. Moreover, the data indicated with a high likelihood that there was sufficient reserved for the device to maintain normal therapy functions for 28 days time. This device was explanted. No additional adverse patient effects were reported.